Event description:
It was reported that the smartsite needle-free connector "elbow" cracked and would not allow air or fluid to flow through it. This was found in 5 different connectors. The following information was provided by the initial reporter: "it was reported that during patient procedures the "elbow" is cracking/ snapping/ breaking causing airways to be compromised. They fail to allow flow of fluid when syringe attached. There was no reported patient injury."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-09. H6: investigation summary one hundred and eighteen 2000e-04 samples were received for investigation of pr (B)(4); one hundred and seventeen from lots 20055888, 20036981 and 20036982 were received in sealed packaging and one from lot 20055888 was received in opened packaging. Further information provided by the customer indicates that the smartsites could not be accessed as they appeared to be occluded. A visual inspection of the sample received in opened packaging did not identify signs of damage or manufacturing defect which could have contributed to the customer's experience. Functional testing was performed by connecting a 50ml bd plastipak syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smartsite needle-free connector "elbow" cracked and would not allow air or fluid to flow through it. This was found in 5 different connectors. The following information was provided by the initial reporter: "it was reported that during patient procedures the "elbow" is cracking/ snapping/ breaking causing airways to be compromised. They fail to allow flow of fluid when syringe attached. There was no reported patient injury."